Event description:
It was reported that while performing surgery the port of the cath was leaking. Surgeon had to remove and replace with new device. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned for investigation. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the sample was returned for investigation. The returned components are the port with a piece of the catheter attached and the wing-lock. The sample was not received in condition to be tested. No test was done. No other analysis was performed. Root cause cannot be determined since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed. The failure condition will be monitored and escalated if needed. No fault was found. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).